Event description:
The pt presented with a 45 degree proximal aortic neck angle and a 2.2 cm long aortic neck. While ballooning circumferentially, calcium deposits broke. On deployment of the trunk-ipsilateral device component, the device fell approximately 7 mm. An aortic cuff was necessary. While deploying the cuff up on an angle and on the right side, the -cuff deployed high and covered 40 - 60 % of the right renal -artery. Ballooning to open the renal ostium and attempts to pull the device down were unsuccessful. A smart stent was placed and successfully deployed in the opening of the renal artery.